Event description:
It was reported that the patient presented at the hospital for unrelated issues. It was noted via telemetry that there was no capture in the right ventricular (rv) lead. The patient was brought in for a lead revision on (B)(6) 2023 where it was found the right ventricular (rv) lead was dislodged. The rv lead was repositioned successfully. The patient was stable before, during and after the procedure.